Event description:
It was reported that a spectrum infusion pump failed flow rate test high occurred at or before first clinical use and was an out-of-box failure in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate test high" was not reproduced. Evaluation sent the device for flow rate accuracy testing, with the following results: 1. The device was tested at a rate of 40 ml/hr, with a volume to be infused of 40 ml. The total amount infused was 40.562 ml, for an error percentage of 1.405%, which is a passing result. 2. The device was tested at a rate of 40 ml/hr, with a volume to be infused of 20 ml. The total amount infused was 20.563 ml, for an error percentage of 2.815%, which is a passing result. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.